Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due a high sensing integrity counter (sic) and high rate non-sustained episodes. Follow up with the company representative indicated that no reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.